Event description:
As reported, the patient was implanted with a phasix st umbilical hernia patch on (B)(6) 2025. It was reported that the patient feels like they are having an allergic reaction with multiple symptoms including hives, shortness of breath, chest pain, abdominal pain, body aches. As reported the patient has consulted with an allergy specialist and her physician regarding her symptoms and has visited multiple hospitals and has been hospitalized.

Manufacturer narrative:
As reported, the patient feels like they are having an allergic reaction post implant of a phasix st umbilical hernia patch. As reported the patient has multiple known allergies/sensitivities including to the permanent sutures used in surgery. A CT scan showed, "no findings to directly account for the patient's reported symptoms. Postsurgical change of anterior hernia repair are noted with mesh placement. The mesh appears present and uncomplicated in appearance." Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Allergic reaction is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. A review of the manufacturing records was performed and found the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 308 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.